Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing off no power without any warning. Customer reported that battery longevity was short. It was reported that issue began six months prior to phone call. Alarm history showed that customer received a low battery alert less than 24 hours prior to off no power. Customer reported to have woken up with blood glucose of 573 mg/dl. Customer was advised that insulin pump would be replaced.